Event description:
A stent was placed through a long sheath and the sheath was pulled back. The physician was unable to inflate the balloon any higher than 4 atmospheres. The balloon was taken out and the stent was deployed with a new percutaneous transluminal angioplasty balloon. No harm came to the pt. When checking the stent balloon on the table, there was a leak in the middle of the balloon.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.